Manufacturer narrative:
Result: the issue was with the calibration of the device. This event was initially reported on medwatch report numbers (B)(4).

Event description:
The user received questionable results for the morning chemistry results compared to the previous results for multiple patients throughout the facility. Information was provided for six patient samples, of which the ion selective electrode (ise) sodium results for two patients were discrepant. Patient sample 1 initial sodium result was 129 meq/dl. The doctor was notified and the patient was put on fluid restriction as well as IV fluids. The lab re-checked the sodium and the result was 143 meq/dl. The doctor was notified and the patient was taken off of the fluid restriction and IV fluids. The patient was not injured. Patient 2 was a (B)(6) male. The initial sodium result was 130 meq/dl and the initial potassium result was 3.3 meq/dl. The results were called to the doctor who ordered 2-40meq riders. Half of the first rider was infused when lab called and said that the controls for the test were wrong. The repeat sodium result was 140 meq/dl and the repeat potassium result was 3.6 meq/dl. The results were called to the primary care physician. The kcl riders were stopped. There was no harm to the patient who received an extra dose of the k+ rider. The sodium electrode lot number and expiration date were not provided. The user stated an investigation at the site discovered that there was a calibration issue with the cobas 6000 analyzer. It was unknown why the morning results were incorrectly calibrated but the ones performed earlier that day and the day before were not affected. The user stated the instrument software was re-loaded onto the cobas 6000, which resolved the issue.